Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 20:22:25. During night drain cycle one, the patient's ultrafiltration reading was 1148ml, indicating the home patient drained 1148ml more than their maximum programmed fill volume of 1800ml. No further information was available.